Event description:
It was reported that during the sixth monthly service, the arctic sun device failed when it ran a manual control cooling function. Only went from 37 degrees down to 27 degrees in 30 minutes. The target temperature was 4 degrees. They went through system diagnostics and the chiller temperature ranged between 27-33 degrees. It needs to be under 10 degrees. In evaluation findings, they confirmed that the arctic sun device was visually inspected and no issues were observed. Incoming system hours were 493, pump hours were 431. They confirmed the device was not cooling. Chiller temperature (t4) does not drop in value. The root cause of the not cooling was determined to be a failed chiller. The root cause of the alarm 41 (low internal flow) and zero flow reading was determined to be a failed flowmeter. The flowmeter plugged in backwards had no bearing on the reading. The decon tech noted the circulation pump unplugged and plugged it back in. The flowmeter connector was plugged in backwards on the I/o card. Alarm 41 during decon and assessment for low internal flow of 0 lpm. No service records were found related to the reported problem. Other observation were the screen is not responsive. Physical damage(dents) were observed on several locations on the screen. The brass metal tubing around compressor is freezing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. Arctic sun device was showing low flow alerts (alarm 41 for low internal flow, read 0 lpm) during decontamination and evaluation. Flow was observed through shunts and evaporator tube. The flowmeter plugged in backwards had no bearing on the reading. Replaced flow meter. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the sixth monthly service, the arctic sun device failed when it ran a manual control cooling function. Only went from 37 degrees down to 27 degrees in 30 minutes. The target temperature was 4 degrees. They went through system diagnostics and the chiller temperature ranged between 27¿33 degrees. It needs to be under 10 degrees. In evaluation findings, they confirmed that the arctic sun device was visually inspected, and no issues were observed. Incoming system hours were 493, pump hours were 431. They confirmed the device was not cooling. Chiller temperature (t4) does not drop in value. The root cause of the not cooling was determined to be a failed chiller. The root cause of the alarm 41 (low internal flow) and zero flow reading was determined to be a failed flowmeter. The flowmeter plugged in backwards had no bearing on the reading. The decon tech noted the circulation pump unplugged and plugged it back in. The flowmeter connector was plugged in backwards on the I/o card. Alarm 41 during decon and assessment for low internal flow of 0 lpm. No service records were found related to the reported problem. Another observation was that the screen was not responsive. Physical damage(dents) was observed on several locations on the screen. The brass metal tubing around the compressor is freezing.